Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 74 mg/dl. Low bg cause was not known and customer drank coca-cola to address bg. Reportedly, the customer was disoriented during troubleshooting with tandem technical support due to the low bg event and emergency medical services (ems) were contacted to provide assistance; however, no assistance was needed upon arrival. Recommendation was made to consult with a healthcare provider to discuss diabetes management.